Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that onetouch ultra was displaying 3 dashes when accessing the meter's memory and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The pt stated that the reported issue first occurred "2 months ago." According to the owner's manual, 3 dashes will appear in the meter's memory if there are no results in the memory. It is not known how long the pt has had the meter. This issue should not prevent the pt from testing her blood glucose levels; however, it is unk if the pt tested her blood glucose after the reported issue occurred. The pt claimed she became weak, shaky, and nauseated on the same day, at 10 am and then consumed more food and/or drink. No blood glucose results were reported. No other forms of treatment were reported. Details regarding the events occurring before the symptoms began were not reported, such as her health condition at the time, her diet, medications, and activity/stress levels. The csr educated the pt on the meter's function and resolved the reported issue with training. Based on the provided info at this time, it is unclear how the 3 dashes issue can lead to the pt's symptoms since the 3 dashes issue does not affect the ability to test. Thus, the linkage between the reported issue and the alleged injuries by the pt, remains unclear. Despite repeated attempts, the pt could not be contacted for further info. In conclusion, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the 3 dashes issue occurred. There was no evidence that the product malfunctioned since the reported issue was resolved with training. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.